Event description:
It was reported that the pt was experiencing migraine headaches from the stimulation. The sjm representative was contacted regarding the need for reprogramming. Attempts to determine the status of the issue were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.